Event description:
Customer reported a potential sample misidentification when patient sample identification (ID) numbers were misread by the coulter hmx hematology analyzer with autoloader. The sample misidentification did not transfer to the lis (laboratory information system). Erroneous test results were not generated. There were no reports of death, serious injury, or affect to patient treatment associated with this event.

Manufacturer narrative:
A beckman coulter field service engineer (fse) evaluated the analyzer. The fse reran the same two patient samples and could not reproduce the problem. The checksum digit feature of the hmx al was disabled. Cause for the sample barcode misidentification was not determined. As a preventive measure, a new barcode reader and decoder card was installed. Product labeling was evaluated. Coulter hmx hematology analyzer reference, pn 4237523: important use bar-code labels with checksum capabilities; checksums verify the number is correct. Also, whenever possible, enable the fixed-length option as another way of ensuring a correct reading. Using these two methods minimizes any chance of misidentification. Use of bar codes is an extremely accurate and effective method of data capture. Certain features, such as checksum digits, maximize accuracy in reading codabar, nw7, code 39, and interleaved 2-of-5 labels. In one study, the use of checksum digits detected 97% of misread errors. Use checksums to provide protection against occasional misread errors caused by problems such as damaged or misapplied labels. If you must use bar codes without checksums, it is recommended that you verify each bar-code reading to assure correct patient identification. This is one of two events reported by this customer. The related mdrs are: 1061932-2012-00706 and 1061932-2012-00756.